Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the procedure for cardiac arrhythmia got completed as planned by restarting the system. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting up. Review of the system log file showed that there was a malfunctioning of flexvision pc as host-pc could not connect to the flexvision-pc. The fse replaced the flexvision pc, installed the software and the required configurations. After which system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It was reported to philips that the system did not start up at 00:00. The device was in use at the time of the reported event. No user or patient harm has been reported. Philips has started an investigation regarding the reported issue.